Event description:
The customer reported to baxter rep a colleague triple channel device that failed on channel a during an infusion of alfentanil. The device began alarming during infusion and upon inspection, the line had been damaged, split and hanging out of the channel. Blood also was noticed to have backflowed and leaked out of the split. According to the customer's notification, no intervention to the pt was necessary and no injury occurred.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the eval, or if any add'l details become available. This report represents all info known by the reporter at this time.